Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient the patient had an onset of kidney failure starting on (B)(6) 2026. The patient experienced elevated creatinine and was admitted three times for sternal wound and worsening kidney failure. It was said that the worsening kidney failure was not device related. The patient was monitored at the hospital and had a change in antibiotics. Treatment resolved the event and the patient was placed into a skilled nursing facility.